Event description:
It was reported that a system error (se) 2367 (air in set) alarm occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the event logs of the returned homechoice device found that the reported system error 2367 had been preceded by a system error 2240 (air in line/set) alarm. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.